Event description:
It was reported that approximately eight months post implant of an infrarenal aortic extension, a bifurcated stent graft, and a limb extension, the proximal portion of the infrarenal aortic extension became occluded. Reportedly, the patient came to the emergency room complaining of leg pain and numbness. A computed tomography scan revealed a slight in-folding and occlusion of the infrarenal aortic extension. An axillo-femoral bypass was performed to restore distal blood flow. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, computed tomographic scans and angiogram images were provided by the hospital and were reviewed by clinical representative. Based on the review of the angiogram images for the index procedure indicates exclusion of the aneurysm with graft patency and no endoleaks. On follow-up computed tomographic scans post-implant and prior to secondary procedure confirms the in-folding. Definite cause is unknown but likely it can be due to improper sizing or lack of post dilatation balloon modeling of the stent graft. Occlusions are a known risk of the procedure, as identified in the product labeling.